Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years due to stenosis and calcification secondary to endocarditis. Based on the follow-up with the health-care provider, it was learned that the source of infection was due to three prior colonoscopies performed on the patient. Also, the health-care provider mentioned that the "premature degeneration and calcification of the device was from endocarditis". The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device (B)(4) premature degeneration. Device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned to edwards for analysis, therefore, the root cause of this event could not be confirmed. Although the root cause cannot be confirmed, per the health-care provider, "premature degeneration and calcification was from endocarditis". The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider the source of infection was the three prior colonoscopies performed on the patient. No further actions are possible with the available information.